Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found an issue with the reference electrode tubing and found fluid under the electrodes. He replaced the reference electrode, performed initialization, and performed mechanical checks. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for one patient sample with the na electrode on a cobas integra 400 plus. The initial result was 130.2 mmol/l. The repeat result was 138.8 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the analyzer was (B)(6) .the investigation is ongoing.